Manufacturer narrative:
Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify pump error 130 due to flashing medtronic logo. Unit was successfully downloaded using thump software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (130) alarm on 09/28/2025 00:15:23.000 hour for alarms that may have occurred in the past and line number 602 file number 121 09/28/2025 12:22:43.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/ pcba2/ 40 pins flexible cable/battery connector/motor/vibrator/force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during the physical inspection: scratch case and pillowing keypad overlay. Unable to verify pump error 130 due to flashing medtronic logo due to moisture damaged electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.) And the pump flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested, and the customer response was the device will be returned.